Manufacturer narrative:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a representative instrument for functional testing and tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, when the surgeon tried to fire the reload, the device did not work at all. There was no patient injury reported. There was no medical intervention required. Surgery time was not extended by 30 minutes or more. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.